Manufacturer narrative:
Issue described to agency in recall.

Event description:
The pt reported that she experienced her infusion set tubing separating at the luer lock connection. She reported that she tested her blood glucose and it was 210 mg/dl which prompted her to examine her infusion set tubing. The pt reported at that time, she was on the treadmill and her values were decreasing. The pt also reported that she will test her blood glucose 17 times a day to monitor her values. She reported that she changed her infusion set and administered a bolus to reduce her blood glucose values. No medical treatment was required. Product was requested to be returned for evaluation.